Event description:
Boston scientific received information that during an intended pacemaker replacement procedure it was noted that this left ventricular (lv) lead dislodged. This lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
According to available information no return of product is intended. Should additional information become available this investigation will be updated.